Manufacturer narrative:
The device was returned to zoll (B)(4) service department. Review of the activity log shows occurrences of incomplete 30 joules self-tests. The reported malfunction was observed and attributed to user error. It is important to mention the multifunction cable was not returned to zoll for evaluation. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.